Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the switch was stuck in the "on" position. The issue resulted in a superficial 3/4" long burn to the patient. The burn was treated with a steristrip and band-aid.